Event description:
In 2007, I had my right hip replaced with a metal-on-metal implant manufactured by zimmer, inc. The implant is known as a zimmer trabecular metal implant. Late last year, a blood test showed highly elevated levels of cobalt and titanium in my blood, which could only have been caused by the implant. I was also experiencing physical symptoms such as hair loss, fatigue, pain, etc, which was caused by these metals in my bloodstream. On (B)(6) 2014, I had the hip ball and socket replaced with a ceramic device and I am still recovering from that.